Event description:
There was an allegation of a questionable tina-quant albumin gen.2 result from the cobas 8000 c702 module for one urine patient sample. The initial result was 210.8 mg/l, and the repeat result was 27.6 mg/l. The repeat result was deemed to be correct. The questionable result was not released from the laboratory.

Manufacturer narrative:
The tina-quant albumin gen.2 reagent lot number is 883907, and the expiration date was not provided. A field service engineer (fse) determined that the tubing of the vacuum nozzle in the cuvette washing station was damaged and replaced it. The fse performed multiple troubleshooting-related actions. The customer has not reported any further issues since the fse's service actions were completed. The investigation determined that the service action resolved the issue.